Event description:
Customer complained that the controls of the calf support was not working.

Manufacturer narrative:
The technician resolved the issue by replacing 2 split pins on the calf support. Upon completion, the technician tested the equipment and it operated as per specifications. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.